Manufacturer narrative:
(B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to non-union on (B)(6) 2015. The patient was initially implanted with an unknown right tibial nail (11mm x 275mm) and four 5.0mm locking screws on (B)(6) 2015. During the revision surgery on (B)(6) 2015 the nail and screws were removed intact and the patient was revised with an unknown plate and screws. The procedure was completed successfully without any surgical delay. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Remove last statement from previous medwatch, part was not returned.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.